Manufacturer narrative:
A certified field service engineer from topcon medical laser systems, inc. Visited the site to investigate the unit on (B)(6) 2018. Notes from site visit: the unit was found to be working within manufacturer's specifications. After discussion with the physician- it was confirmed that the patient did not complain of any pain and discomfort as a result of this incident. The visual acuity was reported to be 'good' post-incident. A follow up visit for this patient is scheduled. It has been determined that the physician needs additional clinical training for pascal synthesis, particularly the titration feature. The physician did not perform titration prior to initiating treatment. The site has been advised to refrain from using this unit until the onsite clinical training is completed. 'Bruch's membrane rupture' is a known side effect and is stated in the operator manual.

Event description:
Received a call from the physician stating that he popped bruch's membrane while performing laser on a patient on (B)(6) 2018. He was in the middle of a single-spot prp past the equator. He was using 200 micron spot size at 200 mw of power.

Manufacturer narrative:
A certified field service engineer from topcon medical laser systems, inc. Visited the site to investigate the unit on october 29th, 2018. Notes from site visit: the unit was found to be working within manufacturer's specifications. After discussion with the physician- it was confirmed that the patient did not complain of any pain and discomfort as a result of this incident. The visual acuity was reported to be 'good' post-incident. A follow up visit for this patient is scheduled. It has been determined that the physician needs additional clinical training for pascal synthesis, particularly the titration feature. The physician did not perform titration prior to initiating treatment. The site has been advised to refrain from using this unit until the onsite clinical training is completed. 'Bruch's membrane rupture' is a known side effect and is stated in the operator manual. Correction in section type of report. 5-day report was inadvertently checked.

Event description:
Received a call from the physician stating that he popped bruch's membrane while performing laser on a patient on (B)(6) 2018. He was in the middle of a single-spot prp past the equator. He was using 200 micron spot size at 200 mw of power.